Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 596 mg/dl and a bolus was delivered. Days prior to this event, the customer had been in a car accident and alleged that the high impact may have affected the pump's performance with delivery and the cause of the elevated bg. However, the day prior to this event, insulin was observed exiting the tubing confirming that insulin was being delivered.